Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occured. During a left atrial appendage (laa) closure procedure, a versacross connect (vcc) access solution kit was selected for use within a watchman fxd double curve access sheath (was). No pe was visualized on echocardiogram imaging prior to the transseptal puncture (tsp). The physician mentioned that when transseptal was attempted with the vcc, they were unable to see the vcc rf wire in the left atrium (la). The tsp appeared to be very posterior, the vcc rf wire and was were withdrawn, and a second tsp was attempted. At this point, a small pe was noted, but the patient remained stable, and no intervention was required. A new tsp was taken at a mid/mid location successfully. The was and pigtail was advanced into the la, la pressure was 2 and fluid was given, patient remains stable. The 24mm watchman closure device was deployed successfully and met release criteria. Patient was kept overnight to assess the pe, discharge status is unknown. The physician believes that the vcc rf wire possibly perforated the posterior wall during tsp.